Event description:
It was reported that the patient was referred for re-positioning of the vns lead due to protrusion and migration of the vns generator and lead. Clinic notes received by the manufacturer indicated that the vns was superficial and migrating upwards, becoming more superficial. It was stated that the vns lead wire was very prominent on the skin of the lower neck. The notes indicated that the lead would surgically repositioned under the sternocleidomastoid muscle. Follow up with neurologist's office revealed that it was believed that the surgical intervention was to preclude serious injury. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported by the patient's mother that the lead protrusion had gotten worse and that blanching was present. The patient's mother denied the area being hot to touch and any redness. It was reported that the patient underwent surgery to remove a superficial vns anchor tie-down which was causing a protuberance of the skin at the original lead placement site. There were no complications with proper lead placement and diagnostics were within normal limits.